Event description:
It was reported that during a urs procedure, patient present in the treatment room and sedated, the laser was turned on and fiber connected, setting could be accessed but the laser would not start. The procedure could not be completed due to this event. The were no clinical consequences to the patient or user.